Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited noise and oversensing which resulted in inappropriate mode switching. Additionally, threshold measurements had increased and there was loss of capture. A revision procedure was performed and a replacement lead was implanted without further incident. No additional adverse patient effects were reported.